Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler home screen display was very low and dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The touch screen test and the functional/display test passed with no issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during their peritoneal dialysis (pd) treatment. Technical support advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.